Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer stylus had a misalignment with the display. It was also indicated that the programmer had software errors in the logs. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.